Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12l10019, h12k24046 and h12j28056 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.